Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was displaying an apply sample message. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).

Manufacturer narrative:
Follow-up (2/27/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing. The reported issue could not be reproduced. However, unrelated to the primary issue, the control solution results were outside the acceptable control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.